Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify a47 alarm due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a recurring alarm. The customer blood glucose level was not provided at the time of the incident. It was also reported that the insulin pump started to run numbers on screen after the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.